Event description:
It was reported that the surgeon could not break off the tab of the break-off setscrew. After several attempts, the surgeon decided to tighten the setscrew as much as possible and leave it implanted with the tab intact. No pt complications were reported.

Manufacturer narrative:
The device was not returned to medtronic for eval. Unable to determine cause of the event.